Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that after a percutaneous coronary intervention (pci) treatment procedure, the patient experienced a myocardial infarction. The subject was enrolled into the (B)(4) study in (B)(6) 2011. The target lesion # 1 was located in the mid rca (right coronary artery) with 80% stenosis and was 25 mm long with a reference vessel diameter of 3.03 mm. The target lesion # 1 was treated with pre-dilatation and placement of a 3.00 mm x 38 mm promus element stent. Following post dilatation, residual stenosis was 0%. A non-target lesion in the distal rca was treated with placement of a 2.5 x 24 mm non-bsc stent placed in overlapping fashion with the study stent. In (B)(6) 2011, elevated troponin values were observed in the post procedure lab results and an event of myocardial infarction was reported. An electrocardiogram revealed non q-wave myocardial infarction and no ischemic symptoms were observed. No other action was taken to treat this event. The event was considered resolved without residual effects and the subject was discharged on aspirin and clopidogrel.